Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the waveguide was found to be broken. It was reported that the device received a red light and would not activate during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted distal gastrectomy procedure, the device after the #6 dissection completed (one-and-a-half hours passed from the start of procedure), when lesser curvature dissection was being performed, red lamp suddenly illuminated and the dissector stopped activating. The dissector was returned to the scrub nurse and he/she cleaned the jaws thoroughly and then pressed the button to check, but no matter how many times tried, the error that red lamp illuminates occurred and would not recover. No tissue piece was found stuck inside the shaft. As far as visual inspection, no damage was found on the active blade hence, nothing fell into patients cavity. They changed to a like device with the same battery and generator and it worked fine. The procedure was extended by less than 30 minutes. There was no patient injury. The medtronic initial visual inspection of the disposable device revealed that the dissector had a fractured waveguide. The tip was returned.